Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was bent. The comb was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the meshers wires were bent. There was no harm. Delay unknown. No further information provided to clarify the "wires were bent". Contact also indicated that there was no further information available. Investigation showed the comb was bent. There was no adverse event reported as a result of this malfunction.